Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported only one bluetooth device was connected and no background applications are running on their smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and did not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection. A review of the log confirmed signal loss. The root cause was determined to be a defective transmitter.

Event description:
Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-01992 to match the initial MDR 3004753838-2016-01992.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-01992 to match the initial MDR 3004753838-2016-01992.